Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose increased to 403 mg/dl due to the infusion set tubing detaching from the site. The patient treated via insulin pump bolus. Troubleshooting was declined for the insulin pump. The insulin pump was not returned for analysis.